Event description:
It was reported that a patient went to surgery for bi-lateral femur fractures. While the surgeon was placing an intramedullary nailing (im) femoral nail, a 5.0mm flexible shaft snapped in half during the heavy reaming. The two pieces of the 5.0mm flexible shaft were easily removed without additional intervention and there were no fragments left in the patient. Another part was readily available to finish the procedure and there was no surgical time delay. No patient harm was reported and the procedure was completed successfully. The patient status outcome is unknown. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: date returned to manufacturer, subject device has been received. A product evaluation was performed. The investigation of the complaint articles indicates that: while the surgeon was placing an intramedullary nailing (im) femoral nail, a 5.0mm flexible shaft (352.040 lot 8708956 mfg 4/2014) snapped in half during the heavy reaming. The two pieces of the 5.0mm flexible shaft were easily removed without additional intervention and there were no fragments left in the patient. The returned device was examined and the complaint condition of broken was able to be confirmed as the shaft had broken approximately 60mm from the proximal end of the instrument. A definitive root cause was unable to be determined; however, based on the complaint description, the failure is the result of excessive load applied to the device. The shaft showed expected wear for a multiuse instrument and the distal tip appeared to be in good condition with all four prongs intact. The system¿s medullary reamer heads range in sizes from 8.5-19mm in 0.5mm increments. The 8.5mm head is front cutting and the remainder are side cutting. Relevant drawings for the returned instrument was reviewed. A definitive root cause was unable to be determined; however, the failure is consistent with the proximal shaft experiencing an extreme amount of torque. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 07.apr.2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.